Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary customer returned (8) open 4mm, 32g pen needles without the tear drop label. Customer states that there was no insulin flow. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.

Event description:
It was reported that during priming and injection with bd nano 2nd gen pen needle insulin did not flow. The following information was provided by the initial reporter: consumer reported, no insulin flow when priming and taking injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during priming and injection with bd nano 2nd gen pen needle insulin did not flow. The following information was provided by the initial reporter: consumer reported, no insulin flow when priming and taking injection.